Manufacturer narrative:
The subject device was disposed of at the hospital.

Event description:
It was reported that the patient underwent a mechanical thrombectomy procedure for a clot located at the right middle cerebral artery m1 segment. During the end of the procedure the patient experienced a non-symptomatic intracranial hemorrhage. No treatment was required and the outcome was reported as self-resolved. The patient was discharged home approximately three days later. The event was reported to be related to the procedure and unknown if related to the device.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. The subject device is not available; therefore analysis cannot be performed. From the information available, there is no indication that the reported event is related to product specifications nonconformance or misuse. There is also no indication that the subject device malfunctioned. However, hemorrhage is a known risk associated with such procedures and noted as such in the directions for use (dfu). Therefore, an assignable cause of anticipated procedural complication has been assigned to the event.

Event description:
It was reported that the patient underwent a mechanical thrombectomy procedure for a clot located at the right middle cerebral artery m1 segment. During the end of the procedure the patient experienced a non-symptomatic intracranial hemorrhage. No treatment was required and the outcome was reported as self-resolved. The patient was discharged home approximately three days later. The event was reported to be related to the procedure and unknown if related to the device.